Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: black box shows no por events. Pump powers on correctly no power interruption was duplicated during investigation. Cracks in battery compartment were found from threads to case seal left of grip pad, and below grip pad to case seal. The battery cap is damaged. A test battery cap is able to fit to maintain electrical connection. Opened pump, no intermittent conditions found on power pcb.